Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, several positions were attempted due to poor pacing thresholds. After five or six attempts this ra lead was removed and replaced. The new lead was placed in the atrium and the thresholds were mapped without extending the helix. After mapping the atrium with the new lead, it was suspected by the physician that the high thresholds seen on this ra lead were likely due to patient condition. Eventually, a position with good parameters was located and the procedure was completed with the new lead. After the procedure, the patient complained of chest pain and an echocardiogram was obtained. The echocardiogram showed a mild pericardial effusion which was suspected to have been caused by the many attempts to position this lead. No further interventions were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.